Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range, rv lead integrity alert (lia) triggered, oversensing due to non-physiologic signals/ sensing integrity counter (sic), and the unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, beginning (B)(6) 2016, ventricular sic up to 11186; ventricular tachycardia (vt) non-sustained episodes with evidence of lead noise oversensing leading to inappropriate shock. On (B)(6) 2016, rv pacing impedance rose to 4047 ohms up from a trend in the 304-513 ohm range. Rv lia warning occurred on (B)(6) 2016 for sic greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.

Event description:
It was reported that the patient experienced inappropriate shock/therapy due to right ventricular (rv) lead insulation damage. It was also reported that the rv lead exhibited a chronic decrease of the rv lead impedance, a sudden increase of sensing integrity counter (sic), daily non-sustained ventricular tachycardia (vt) high episodes, and a device alarm triggered due to rv lead noise. It was also reported that the implantable cardioverter defibrillator (ICD) encountered early battery depletion due to inappropriate therapy delivered. The ICD and rv lead are planned for explant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.